Manufacturer narrative:
Analysis was performed at the philips authorized repair facility. Results of functional testing indicate that there were scratches and delamination of bezel and corrosion on multiple pins. The alleged problem was not confirmed upon evaluation. Based on the results of the analysis, the product malfunction was unable to be confirmed. The device was repaired by replacing the parts that were found damaged and/or outdated. The device was returned to the customer site. A review of the service history for this device shows that the problem has not been reported again for this device.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that the readings were inaccurate. The device was in use on a patient at the time of the event. There was no adverse event reported.